Event description:
This console was not on a patient. Customer reported that while performing a routine console checkout, he was unable to calibrate the redundant, backup controller. This alleged failure mode poses no risk to a patient because it occurred during routine console checkout and was not on a patient. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because the console has a redundant, backup controller, and redundant system performance was not affected. The console was evaluated by a syncardia clinical support representative. The clippard and humphrey valves on the backup controller were replaced, and the console was successfully calibrated. The clippard and humphrey valves that were removed from the console will be returned to syncardia for evaluation.